Event description:
Customer reported that the alarm is broken, but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product revealed that the unit powers on with batteries but does not sound. The unit powers on with a 9v adaptor and there is sound. Cannot hear the low battery chirp. The nurse call function works as expected. The unit led cover is pushed into the case, dust cover is broken and the rj-11 pins are corroded. (B)(4).